Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Upon arrival, the fse noted there was no ECG display. The fse replaced the front end board and the ECG functionality has been restored. The unit did not pass the pneumatic leak test so the fse replaced the pneumatic module assembly. The unit passed all calibration, functional, and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. Full name of initial reporter: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) electrocardiogram (ECG) is not displaying. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.